Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantation of the pacing leads, the physician encountered placement difficultly. Unacceptable sensing, impedance and threshold readings were obtained. It was suspected that patient anatomy was the cause, but as the procedure was difficult and time consuming, it was abandoned. No patient complications have been reported as a result of this event.